Event description:
It was reported by service report that there was a problem with the scale and bed exit. There was pt involvement; however no adverse consequences are reported.

Manufacturer narrative:
Pinched load cell signal wire.